Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2015 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
The patient implanted for non-malignant pain and complex regional pain syndrome - type I reported they were in pain from the implant procedure so they were on a lot of pain medications. They were also having a hard time with the constant charging and &#49545;nding the signals. The patient later reported that there was a loss of therapy. The patient was having hip pain and she could not sit or lay down with the implantable neurostimulator (ins). She had to sit on cushions since (B)(6) 2015. The ins was not covering pain in the back, leg and feet. This was occurring daily. There were no falls or trauma that could be related to the issue. The patient wanted to be reprogrammed to get the pain to stop. The pain symptoms occurred suddenly. The patient thought something shifted 2 weeks after having reprogramming done on (B)(6) 2015 with a manufacturing representative (rep). Due to the shifting, the symptoms were returning. She used a cane to walk and she was in physical therapy and in a pool. The hips kept swelling up and around the ins and it was irritated. She could not lean back in a chair. The rep later reported that he had not heard from the patient since the reprogramming session on (B)(6) 2015 as the patient had moved to (B)(4) on (B)(6) 2015. The patient had mentioned that she found a pain management physician in (B)(4) and the office would contact a manufacturing representative (rep) for future programming. It was noted that the patient had the rep's contact information and was aware that she could contact the rep at any time for assistance. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional details about this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they tried doing physical therapy in the pool, such as stretches and swimming. It was reported that any exercise was very hard and painful and needs professional physical therapy. The patient reported that they are trying to get an appointment with their healthcare professional (hcp) but has no way of getting there. The patient reported that they needed a better mattress other than a blow up to properly heal. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer and a manufacturer representative reported that they were experiencing overstimulation and stimulation in the wrong location. The patient was seen on (B)(6) and there were no issues found with the device and the stimulator was working well at that time. At the time of the report the stimulation was going to their stomach and not their leg, hip, or back where they needed it. Their back and leg were getting very little stimulation. The stimulation in their stomach felt like kneading in their stomach and percussion. It was also causing acid reflux when the stimulation was turned on and they had burning and bitter stuff coming up. (B)(6) were not helping the patient anymore. They also still had pain on the surgical side. The patient had been reprogrammed in the past and they turned the stimulation to a lower number as that was the only way they wouldn't feel the stimulation in their stomach. However, this was not giving hardly any relief. The patient was told that their surgery was done wrong and it was noted that they might have focused on the wrong part which was why the patient's stomach was getting stimulated. The patient was going to follow up with their doctor.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the stomach stimulation had started 2 weeks after implant. They were not getting the care they needed in (B)(6) and so had an appointment with their hcp and manufacturer representative in (B)(6) on (B)(6) 2016. The reprogramming session was performed and it "caused less havoc on their stomach." The patient stated that they were much better and had not thrown up since.